Manufacturer narrative:
G2: the country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for chronic pain. It was reported that around (B)(6) 2024, the patient fell over and the implantation site was hit, then heat was felt in the ins implantation site; it gradually escalated and as of (B)(6) 2025, the patient's whole body was so hot that the patient could not sleep at night. The environmental, external, and patient factors that might have caused the event were "drop and topple." Impedance was measured during the regular follow-up visits after falling over, but the impedance values were within the normal range. Impedance would be measured again during the medical consultation on (B)(6) 2025. Stimulation was left turned off. The issue was not resolved at the time of the report. The patient outcome was listed as "health damage." The injury details were "heat sensation in the implantation site." Additional information was received. It was reported that during an outpatient visit, telemetry was performed again, and it was confirmed that there were no issues based on the impedance measurement results. A data report was obtained. According to the attending physician's assessment, there appeared to be pain at the implantation site rather than a sensation of heat. The course of events involved a fall in (B)(6), during which the ins implantation site was struck, subsequently leading to a sensation of heat (pain) at the site. Turning off the ins did not change the situation. Additional information received from a manufacturer representative. It was reported that the patient was scheduled to have the ins removed in (B)(6), but it was decided that the operation could not be performed at this time due to the patient's history of diabetes. The surgery was pending; it was planned to "reimplant" after the diabetes issue subsided.